Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully.

Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose level was often elevated between 250-330 mg/dl since (B)(6) 2012 and her infusion device has often displayed e4 (occlusion error) during the past eight weeks. During the past three weeks she has felt sick, had headache, nausea, and vomiting. On (B)(6) 2013, her blood glucose was elevated and she was not successful correcting it with the infusion device. The patient switched to her backup device and her blood glucose levels returned to normal. The patient thinks her primary infusion device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.